Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report. Ge healthcare is not required to initiate action to prevent an unreasonable risk of substantial harm. This report is an initial 30 day report and block g7 should show initial and 30 day.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. During the ge healthcare technician checkout, it was noted that etco2 values were not showing. After switching on found "sensor failure" & "internal failure system may shut down" error messages on the display with alarm. Checked and observed etco2, agent value & o2 values are not showing. The power management board & middle pan fan were replaced to resolve the reported issue.

Event description:
The hospital reported that, etco2 module is not working. There was no reported patient involvement.